Event description:
It was reported that a peritoneal dialysis (pd) patient had catheter surgery. Upon follow up, the patient's pd registered nurse (pdrn) reported this patient underwent an outpatient procedure on (B)(6) 2020 for a pd catheter (not a fresenius product) reposition. The patient previously experienced slow drains during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler attributed to a malposition of the pd catheter. There was no report of infection, hernia or any adverse event that could potentially contribute to this event. Additionally, it was confirmed the patient's outpatient procedure to reposition the pd catheter was not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The patient was not hospitalized and has recovered from this outpatient procedure. The patient continues ccpd therapy on the same liberty select cycler at home. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).